Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 for a routine check, where it was noted that the patient's right atrial (ra) lead was experiencing a loss of capture. Some capture was noted while the patient was lying down. A chest x-ray was performed on (B)(6) 2022, which did not produce any significant findings beyond the lead being visible. The lead was explanted and replaced on (B)(6) 2022, and during the procedure it was noted by the physician that the lead looked to be dislodged from it's original position. A post-operation check on (B)(6) 2022 noted that the new right atrial lead was capturing appropriately, leading the physician to attribute the loss of capture issues to the lead dislodgement. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and fracture. As received, a partial lead was returned in one piece with the helix found partially extended and clogged with blood. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The measured full helix extension length was within specification. The reported events of failure to capture and fracture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.